Manufacturer narrative:
The account found the f-5 fuse was blown on the power control module. The account replaced the fuse to repair the bed.

Event description:
The account alleged the bed has no manual or electrical functions.